Manufacturer narrative:
The valve was implanted high with resultant mild to moderate paravalvular leak (pvl). (B)(4).

Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. The patient¿s weight was requested but unable to be obtained. A supplemental report will be filed if additional information is received. A separate report will be filed for the first valve. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, resultant mild to moderate paraval vular leak (pvl) was noted. A second transcatheter bioprosthetic valve was implanted valve-in-valve with trace pvl. No adverse patient effects were reported.